Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00265 on 03-oct-2025. Additional information (13-oct-2025): siemens healthcare diagnostics concluded the investigation of the event. Siemens reviewed the customer's calcium (ca) calibration data and observed that the lot calibration (cal ID 20344) used to process the initial falsely depressed ca result had a significantly higher c1 coefficient compared to other calibrations using the same reagent and calibrator lots. The c1 coefficient impacts the slope of the calibration curve. The high c1 calibration coefficient for cal ID 20344 resulted in the low ca recovery for the sample in question and the low out of range quality control (qc) recovery. The customer recalibrated (cal ID 20384) ca using the same ca lot, which resolved the issue. Siemens concluded the probable cause of the falsely depressed ca result was due to a calibration issue. The cause of the calibration issue is unknown. However, inconsistent reconstitution or handling of the calibrator material cannot be ruled out as a contributing factor. The customer is operational. The device is performing according to specifications. No further evaluation is required. Section h6 has been updated to reflect the siemens investigation.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed calcium (ca) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality control (qc) was out of range low when the sample was run. Siemens is evaluating the event.

Event description:
The customer reported that a falsely depressed calcium (ca) result was obtained on a patient sample on an atellica ch 930 analyzer. The initial result was reported to the physician(s). The sample was reprocessed on an original analyzer. The repeat result recovered higher than the initial result and was considered correct. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ca result.